Event description:
A us distributor contacted zoll to report that a patient developed a yeast infection under the lifevest equipment. Patient described the area as a yeast infection under left breast. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied bandage and cleaned with special soap as well as applied a cream for the yeast infection. Follow up indicated that the yeast infection improved.

Manufacturer narrative:
Not applicable.